Event description:
It was reported that post a coil embolization procedure, the coil unraveled inside the patient. A interlocking detachable coil 18 soft coil 3mm x 10cm was deployed in the moderately tortuous right hepatic artery. The following day a CT scan revealed the coil had unraveled from the right hepatic artery to the main artery. An attempt to retrieve the coil with another manufacturers' basket was unsuccessful. As a result, the patient was taken to surgery and the coil was successfully retrieved. No further patient complications were reported.

Manufacturer narrative:
(B) (6)device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)